Event description:
It was reported that during prep for a therapeutic ureteroscopy, the distal coil of this polaris stent came off with the suture. This device was received, evaluated and retained by this MFR. The engineering eval indicated that the stent was received in two pieces, and the suture was detached from the stent and not sent back by the user facility. The distal tip thought the stent. No other damage was found. A lot history search revealed no prior complaints being reported against this product lot. "The insertion of a ureteral stent should not be undertaken without comprehensive knowledge of the indications, techniques and risks of the procedure." Co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.